Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvis pain'), genital haemorrhage ('heavy bleeding'), arthralgia ('chronic hip pain') and pain in extremity ('chronic leg pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria medically significant and intervention required), pain in extremity (seriousness criteria medically significant and intervention required), sciatica ("severe sciatic") and gait inability ("can't walk most days"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, pain in extremity, sciatica and gait inability outcome was unknown. The reporter considered arthralgia, gait inability, genital haemorrhage, pain in extremity, pelvic pain and sciatica to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: sciatic, can't walk most days 'chronic pelvic pain', 'chronic hip pain', 'chronic leg pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. Cases upgraded to serious incident. New events 'chronic pelvic pain', 'chronic hip pain', 'chronic leg pain' and 'heavy bleeding' were added. Essure was removed, date of explantation was captured. New reporter was added. On 23-mar-2020: content received from social media: new reporter was added. The action taken with the drug was updated(previously was not updated. No additional information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.